Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported that he has not charged the ipg in about 3 months. In turn, the programmer and charger cannot communicate with the ipg. As a result, the ipg is inoperable due to lack of recharge. The pt will meet with a sjm rep at a later date for confirmation.